Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The analysis results showed that one ecr60b cartridge (a) reload was received. The reload was received fully fired and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload.

Event description:
It was reported that during an unknown procedure, all deployed staples on the outside staple line of the patient's side were unformed at firing on the duodenum. Another device was used to complete the case. There were no adverse consequences to the patient.